Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed error and would not make x-rays. This can cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.